Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undermined. (B) (4).

Event description:
It was reported to boston scientific corporation that on (B) (6) 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a pyloric dilation procedure. According to the complainant, during the procedure, the balloon ruptured when inflated to the second size (9) inside the patient. The procedure was completed with another cre balloon dilatation device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.